Manufacturer narrative:
(B)(4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. The device did not work initially. The device started binding up before the tissue was being pulled through. The lights started blinking and the device would not turn properly. A second device was used to complete the procedure with no adverse pt consequences.